Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, after about one hour of use, the oscillating part of the device broke. The surgery was completed using another device. There was no adverse effect on patient health.